Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump had broken belt clip slot, cracked battery tube threads, reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the up and act buttons were unresponsive. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 338 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.